Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated alcohol (etoh) result generated by the synchron lx20 clinical system for one patient. Etoh result of 9mg/dl was reported out of the lab for an ER patient. Next day the physician ordered another etoh on the same patient and a fresh sample gave the same result of 9mg/dl. The physician consider this result as positive, but did not believe this result. Lab then ran 5 random etoh samples and they were all 9mg/dl. Customer replaced the etoh reagent cartridge and reran the 5 random samples; all results were negative. Original patient sample was not rerun again. It is unknown if patient treatment was affected, but physician questioned the results.

Manufacturer narrative:
Customer replaced the etoh reagent cartridge, but did not calibrate the instrument as recommended by bci. The lab runs few etoh samples, and customer believes this event is due to an "old" or aging reagent cartridge. Customer indicated the reagent was not expired and had been on the analyzer less than the bci recommended claim of 60 days. They did not indicate how many tests were left in the cartridge when the event occurred. No printouts were provided by the customer. Service was not requested for this event. In the management of combined drug overdose, a false high result might cause or contribute to serious injury a clear root cause for this event is unknown at this time. A malfunction will be assumed for the purpose of this report.